Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an implant procedure on (B)(6) 2018. During the procedure, the physician attempted to implant the l1 lead for back and groin pain. After multiple attempts, the physician noticed the lead was possibly damaged and declined to perform diagnostics for impedances. As a result, the physician completed the procedure using a new lead. Therapy was established.